Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ampulla. According to the complaint, during the procedure, the catheter 'pinched' while inside the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the catheter to broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Investigation results: visual evaluation of the complaint device found the catheter shaft be broken in half. There was also several kinks/dents that were found immediately proximal to the balloon and the shaft appeared to have been stretched in this location as well. The reported defect of catheter kink was confirmed; however the catheter was also found to be broken. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.